Event description:
Related manufacturer reference number: 2017865-2023-05518. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular and right atrial lead were both found to have signal artifact, and it was suspected that both leads were fractured and had an insulation breach. Both leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.